Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indications for use were malignant pain and bone. It was noted that the pump shut off and the patient did not know it in (B)(6) 2014. No further complications were reported.